Manufacturer narrative:
Product analysis: part # 2140011, lot # nm18e041 visual and optical inspection revealed multiple wear marks on the outer surface of the instrument. Optical inspection confirmed some deformation on the inside of the screw guide. This is causing the bone screw to get stuck when passed through. This type of wear/damage is consistent with repeated use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot no. Was updated d9: product return status and return date is updated h3: device evaluation status updated device manufacturing date updated. H6: device method code, result code and conclusion code was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient with a medical history of backpain. It was reported that it was difficult to screw the screw. The screw could neither be screwed forward nor back. The already implanted screw could not be turned back either. It was not possible to loosen the inserter because one of the screws blocked the passage. Finally, the guide could be released from the side of the inserter (still in the patient), which enabled the surgeon to detach the inserter from the cage. The first screw was screwed into the vertebral body without any problems. A new screw was unpacked, and the hcp then screwed it in freehand. The cage was inserted without any problems. There was no delay in the procedure. The final result for the patient was satisfactory. Product will be returned. No patient injury / complication was reported.